Event description:
The site reported that a light adjustable lens (lal, sn (B)(4), 10.0d) was explanted and replaced with another lal with a different iol power (sn: (B)(4), 15.0d). Rxsight's first awareness of this event was on (B)(6) 2022.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The initial lal (sn: (B)(4), 10.0d) was explanted on (B)(6) 2022, and a replacement lal (sn: (B)(4), 15.0d) was implanted on the same day. Manufacturer reference #: (B)(4).